Manufacturer narrative:
(B)(4). Procode: phx concomitant medical products: comp primary stem 13mm std: cat#: 113653, lot#: 399260. Versa-dial/comp ti std taper: cat#: 118001, lot#: 168410 . Comp rvrs shldr glnsp std 41mm: cat#: 115320, lot#: 397490 . Acrom xl 44-41 std hmrl brng: cat#: xl-115366, lot#: 742400. Comp rvs hmrl ti tray 44mm: cat#: 115340, lot#: 988750. Comp non-lckng screw 4.75x40mm: cat#: 180512, lot#: 919380. Comp non-lckng screw 4.75x40mm: cat#: 180512, lot#: 490220. Comp locking screw 4.75x25mm: cat#: 180502, lot#: 719990. Comp locking screw 4.75x25mm: cat#: 180502, lot#: 719990. Comp locking screw 4.75x30mm: cat#: 180503, lot#: 003710. Comp non-lckng screw 4.75x35mm: cat# :180511, lot#: 064300. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00452, 0001825034-2022-00453, 0001825034-2022-00454, 0001825034-2022-00455, 0001825034-2019-05285, 0001825034-2022-00457, 0001825034-2022-00458, 0001825034-2022-00459, 0001825034-2022-00460, 0001825034-2022-00461, 0001825034-2022-00462.

Event description:
It was reported that a patient underwent a revision procedure approximately 7.5 years postimplantation due to pain. During the revision, metal debris was noted, the well fixed stem was explanted, and a proximal humeral fracture occurred and repaired. All components were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.